Event description:
During follow-up, exit block was noted which caused high capture on the right atrial (ra) lead. The lead was explanted and replaced. The patient was stable following the procedure.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Over-tightening of the suture sleeve damaging the inner insulation was found to be in the middle region of the lead. The exposure of the inner coil in this location was most likely the cause of the complaint reported from the field. All other damages found were consistent with those occurring at the time of explant. Electrical testing and x-ray examination did not find any indication of conductor fractures.